Event description:
During acl reconstruction a 7x215mm biorci ha interference screw broke. The broken piece remains in the tunnel. It was reported that the surgeon did not use the starter or tap. The surgeon was able to complete surgery using softsilk interference screw. No patient injury or procedural complications were experienced.